Manufacturer narrative:
(B)(6). The device was not received for evaluation, as the device was discarded. The qualified technician provided phone support to the customer and instructed the customer to replace the ultrafilter. After replacement, no further issues were identified. The reported condition of leak was verified. The most likely cause of the condition is related to a manufacturing issue. A nonconformance has been established to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of an ultrafilter u9000, an external leak was observed. There was no patient involvement. No additional information is available.